Event description:
It was reported that the pt reported "having" a broken screw. The pt "had revision surgery and fusion" three to four months ago. The pt did not report the broken screw to the implant surgeon.

Manufacturer narrative:
(B)(4): the screw was not returned for eval. Imaging films were not provided. With the available info, a cause or contributing factor cannot be identified.